Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Following the placement of the peg/j system, the patient had elevated inflammation values and peritonitis was suspected. The patient underwent close monitoring of lab values and CT examination of abdomen was performed; however, peritonitis could not be confirmed. On (B)(6) 2017, the patient was diagnosed with aspiration pneumonia and was treated with unspecified systemic antibiotics. Since (B)(6) 2017, the patient's condition had improved and was expected to be discharged from the clinic on (B)(6) 2017.